Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in 2009. The icl was explanted in the same month, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's current bcva is 20/20.

Manufacturer narrative:
Secondary surgery, (iopr), excessive.